Event description:
Cadd administration set spiked into epidural bag and placed into cadd pump to prime. On attaching and locking cadd machine, error message "cassette not properly attached" showed despite attempts to re-seat the tubing in the device. Tubing switched out and was successfully placed into the pump without issue. FDA safety report ID# (B)(4).